Manufacturer narrative:
Device discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, there was low suction the user thought was due to a manifold being clogged. If the manifold was to completely clog during a procedure it could lead to inadequate visibility to surgical field during a hemorrhage leading to permanent impairment or death. The procedure was completed successfully using alternative suction. There were no delays, medical intervention, or adverse consequences associated with the reported event.